Event description:
It was reported that a powered wheelchair was alarming and then shut down unexpectedly. The user was stranded due to the event. There was no report of user injury or medical intervention.